Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed an error alarm. The customer's blood glucose at the time of incident was 410 mg/dl. Customer treated high blood glucose levels with a manual injection, had no symptoms. Customer states insulin continues to drip after continues to drip after motor stops during the manual prime process and they are not able to exit preparing to prime loop. Customer states the rewind message occurred after an alarm. Customer states the drive support cap is sticking out. Advised customer to disconnect from use of the pump. Advised customer to revert to back up plan per hcp instructions. The pump will need to be replaced. The pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test or verify prime/fill anomaly due to compromised force sensor system alarm. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked lcd window, cracked case and broken battery tube threads.